Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The in-stent restenosed target lesion was located in the vein graft to right coronary artery and treated with deployment of a 2.50x16 synergy drug-eluting stent. During the procedure, the patient was given aspirin and heparin. Post procedure the patient experienced chest pain and thrombosis was noted. The patient was treated with thrombectomy and placement of another synergy drug-eluting stent in the distal vein graft. No further patient complications were reported and the patient's status was stable. The patient was discharged on aspirin and brilinta.